Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system's roller pump could not be controlled by the panel switch. The operator was able to control the pump by the central control monitor's icons. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.